Manufacturer narrative:
The main component of the system and the other applicable components are: product ID: 3093-28, lot# v197175, implanted: (B)(6) 2009, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a con. It was reported that replacement of the device did resolve the loss of therapy, noting that it was better than before. They had lost the therapy completely.

Manufacturer narrative:
Other applicable components are: product ID: 3093-28, lot# v197175, product type: lead.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient had experienced a loss or change of therapy and a loss of urinary control. The patient stated that an x-ray was performed but they did not know the results. They couldn't troubleshoot due to lack of the patient programmer. On (B)(6) 2017, it was reported that they were scheduled for removal and replacement of the device and electrode to resolve the loss of urinary control. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.